Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2026. It was reported that the tip of a rigid screw inserter broke while tightening a screw during an anterior cervical discectomy and fusion procedure. An alternative instrument was utilized to successfully complete the procedure and there was no delay or known patient complications associated with this malfunction. The broken tip was successfully recovered from the screw head and disposed of at the hospital facility. A return authorization was issued for the return of the complaint instrument, which was received by the manufacturer for assessment on (B)(6) 2026.

Manufacturer narrative:
A visual assessment of the returned rigid screw inserter showed an instrument with repeated use as identified by worn laser markings and surface scratches. Of note, the sleeve of the instrument was not returned. The complainant confirmed the sleeve was not engaged with the inserter at the time of the malfunction and was not relevant to the complaint. The distal tip of the rigid screw inserter was fractured and missing as reported. A functionality assessment was not performed due to the damaged condition of the return driver, which was removed from distributable inventory. A DHR review was performed for lot #5570 and no manufacturing anomalies were identified. The lot met specifications prior to being released to distributable inventory on (B)(6) 2024. A rework for one instrument of this lot was performed and released to distributable inventory on (B)(6) 2024. It was reported that the surgeon inserted a self-drilling variable angle screw into hard patient bone. The root cause of this complaint could not be reliably determined; however, it may be possible that the increased resistance of the screw drilling into the hard bone would cause increased pressure on the screw inserter's interface, which may result in the observed tip malfunction. There has been one other complaint of a similar nature in the past 12 months. The manufacturer will continue to monitor for reports of damaged rigid screw inserters and will facilitate and perform complaint investigations as appropriate.